Manufacturer narrative:
Citation: haji zeinali am, abbasi k, saheb jam m, yazdani s, mortazavi sh. Transcatheter heart valve in valve implantation with edwards sapien bioprosthetic valve for different degenerated bioprosthetic valve positions (first iranian viv report with mid-term follow up). J cardiovasc thorac res 2017;9(3):152-157. Doi: 10.15171/jcvtr.2017.26 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding outcomes after the implant of a non medtronic balloon expandable transcatheter aortic valve implanted valve-in-valve into failed surgical valves. All data were collected from a single center between 2015 and 2016. The study population included 5 patients, 3 of which had previously been implanted with a medtronic device. Serial numbers were not provided. Medtronic received information that (B)(6) male patient had been implanted with a 25mm pulmonary valve. Seven years post implant, the valve was replaced in a valve-in-valve procedure due to pulmonary insufficiency and stenosis. No additional adverse patient effects or product performance issues were reported.